Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 4246, 4308). The affected samples were not returned; however, photos were provided that confirmed the damaged boxes. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
**UDI related data quality updates only** d1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).

Event description:
The user facility reported to terumo cardiovascular that during out of box,(B)(4) units boxes were damaged by deformation. As per the distributor, they found (B)(4) cartons damaged. Upon opening both cartons for inspection, (B)(4) unit boxes were found damaged by deformation. *no patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.